Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The transformer and the x-ray tube was replaced. The system was tested and is operating as intended.

Event description:
The customer reported that there was a loud pop noise from the 9900 system and then the system shut down. No pt injury was reported.